Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer changed their supplies and delivered a bolus to address the occlusion. Due to the event occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.